Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed fault code 65. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) replaced drive manifold. The fse completed the repair with a full calibration, functional testing and safety checks to factory specifications. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the issue. He replaced drive manifold, pressure fitting and vacuum fitting. Complete repair with full calibration, functional testing and safety. Check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.